Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: webster bidirectional df decapolar cs catheter (model# unknown lot# unknown) full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a female patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a navistar catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. Post-ablation, the patient became hypotensive and a tamponade was confirmed via ultrasound. Pericardiocentesis was performed and yielded an unknown amount of fluid. Bleeding persisted so the patient was taken for open heart surgery to repair the perforation in the right ventricle. The patient was reported to be in stable condition at the time this complaint was reported. The patient required extended hospitalization as a result of this adverse event. Patient outcome has improved. Physician's opinion regarding the cause of the adverse event is that it was not related to any bwi product malfunction or to the procedure. It was noted that the patient had a cardiac pacemaker inserted five weeks prior to the ablation procedure and that the adverse event may have been a result of a dislodged lead. It was also noted that the adverse event may have been related to a thin right ventricular wall. The exact cause remains unknown. No transseptal puncture was performed. There is no information regarding generator parameters. There were no error messages observed on bwi equipment during the procedure.